Manufacturer narrative:
A4. Weight: 240. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes received a line blocked alarm after changing her cassette and infusion site and had to replace the infusion site in order to resolve the line blocked alarm. The patient did report that the cannula was bent when she removed it. There was patient involvement/ no harm reported. The cannula bent can lead to blockage of therapy during use.